Event description:
I was reported that low sensing was noted. When repositioning was unsuccessful the lead was explanted and replaced. The patient had no adverse consequences as a result of the event.

Manufacturer narrative:
Analysis was normal. No anomaly was found.